Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Additionally, it was reported that multiple cartridges did not fit onto the pump. Blood glucose level was 176 mg/dl. During a follow-up, the customer successfully loaded a new cartridge onto the pump to address the issues.